Manufacturer narrative:
The pump was received with a keypad overlay peeling, a cracked lcd window, a cracked retainer and a retainer knit line damage. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. However, pump was received with a loud motor noise during rewind. The pump was monitored, no charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no battery related alarms or alerts recorded in the formatted history file on the event date 13-nov-2025. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/17/2025 11:50:00 after more than 7 days at 49.6 days. Battery cycle 2 received the lowbatteryalert (104) on 08/28/2025 11:56:00 after more than 7 days at 49.62 days. Battery cycle 3 received the lowbatteryalert (104) on 07/09/2025 10:19:00 after more than 7 days at 48.26 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 13-nov-2025. The pump was programmed with the current time and date and monitored. The time and date are functioning properly. No time/clock anomaly noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, slight corrosion was found on the pcba 1, pcba 2 and battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.68 mv). In conclusion, the pump had a loud motor noise during rewind due to faulty motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed at the screen/reservoir opening/keypad overlay of the pump during analysis. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. The pump passed all the required testing. Customer alleged for time/clock anomaly, keypad anomaly and charge/battery lasts less than expected were not confirmed. However, rewind anomaly (unusual noise) and drive/motor anomaly were confirmed due to faulty motor. During visual inspection, slight corrosion was found on the pcba 1, pcba 2 and battery tube assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the reservoir opening has a crack, there is condensation under the screen, the pump has locked up and become unresponsive. Also, the customer reported the time and date reset issue, hearing unusual noise different from normal rewind noise, and the battery out less than 5 minutes. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880l.